Event description:
It was reported that the patients entire pump system was removed due to infection. The location of the infection was the device pocket, which was cultured for "propionibacteria." The patient was treated with perioperative, IV and oral antibiotics, and a total system explant on (B)(6) 2012. Symptoms of the infection included redness and swelling. The healthcare provider noted risk factors of patient prior to implantation of the device to be decubitus ulcer, debilitated status, and malnutrition or extremely thin. The pump was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot # j0056619r, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type catheter.